Event description:
Customer reported a malfunction code displayed as "malf 0," but there were no notable events leading up to it. There was no reported adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. Customer was advised to continue using the pump and instructed to report back if the malfunction appears again, which they acknowledged and understood.